Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through social media that their implantable neurostimulator (ins) was "removed after a heavy infection." It was noted the ins had been implanted "on the left side, above the buttock." The patient planned, as of the time of report, to have a new device implanted on their right side. It was noted that it had been six months without stimulation and that the patient's nerve pain was "unbearable." No further complications were reported or anticipated.